Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating motor error alarm from the insulin pump. The customer's blood glucose reading was 200 mg/dl. The customer stated that she received motor error when she changed her reservoir and infusion set. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer reported motor position encoder error and motion sensor test failure in alarm history. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test. The pump was received with a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected restart error, prime, excessive no delivery or occlusion tests or verify the watchdog set test failure, motion sensor test failure or or motion sensor test failure alarms due to the motor error alarm. The pump was received with normal operating currents. The pump passed the self test and off no power tests. The motor was tested outside of the device and it passed. Unable to verify the motor position encoder error alarm in the alarm history due to the history file overwritten with displayable history alarms due to a corrupted history file. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.